Manufacturer narrative:
Continued e1: alternate phone numbers: (B)(4). Clarification to h6: health effect - clinical code e2402 represents the reported event of "breast reconstruction deformity". A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "breast reconstruction deformity".

Event description:
Healthcare professional reported "breast reconstruction deformity". This record is for the left side. Device was explanted and replaced.